Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced persistent postprandial hyperglycemia, with glucose rising above 200 mg/dl after breakfast and dinner despite meal announcements; the user had earlier infusion set issues and was using a non-beta bionics 9 mm infusion site with beta bionics tubing per healthcare provider guidance. Symptoms included hyperglycemia. Outcomes included no emergency treatment, no hospitalization, and no reported injury. Investigation included review of uploaded device and therapy logs and consultation with clinical support, with consideration of a factory reset. Investigation of this case revealed possible adaptation disruption from early infusion set issues and suboptimal dosing compared with prior therapy. It was concluded that the cause of the hyperglycemia is unclear and that further evaluation would be pursued with the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.